Event description:
The pump was being replaced for routine battery depletion. At that time, a dye study was done and revealed a leak in the catheter. During surgery, there was an "obvious catheter fracture". A catheter revision was done. The patient recovered without sequela. The device system was used to deliver prialt.

Manufacturer narrative:
Final device analysis of the catheter revealed no anomaly found; acceptable catheter testing. The catheter was returned in 3 pieces; the straight pump connector, a 4.1 cm piece of catheter, and the strain relief shroud. The 4.1 cm piece of catheter had a suture at one end and compression at the other end. The small amount of compression on this catheter is not sufficient to cause breakage or occlusion. The "obvious catheter fracture" referred to by the customer could not be verified by the pieces that were returned. The catheter inner diameter appears oval rather than round, possibly indicating some compression. The 3 pieces came in detached from each other, and it is not possible to determine if the catheter piece is the part that used to be on the pump connector pin but it probably is not considering the suture at one end and the compression at the other end. Catheter.